Event description:
New information indicated the lead was electively explanted during an unrelated procedure on (B)(6) 2015.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead was fractured. The lead was capped and replaced.